Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery alarm, low battery or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. The insulin pump functioned properly. The insulin pump communicated properly with glucose sensor simulator test. No lost sensor alarms noted. The insulin pump was received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has noticed issues with no insulin exiting even after an infusion set change three times. She also mentioned that there were no alerts or alarms regarding the lack of insulin delivery. The patient's blood glucose at the time of incident was 447 mg/dl, which she treated with a manual insulin injection. The customer experienced thirst, dizziness, and frequent urination. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the infusion set tubing. A manual prime was performed and insulin exited successfully. The infusion set cannula was straight; however, the customer noted that she had a bent cannula with a previous infusion set. The device was programmed accurately. A high pressure test was declined. The customer was also hospitalized for diabetic ketoacidosis at one point, but she declined to speak about the incident. The insulin pump was returned and replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report. The device passed the volume accuracy test.